Manufacturer narrative:
The patient is fine and doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a lesion in the proximal left anterior descending (lad) artery. The device was inspected with no issues. It was reported that device failed to cross the lesion due to a stent strut that bent. No patient injury reported.